Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient's cannula was crimped on (B)(6) 2024. The blood glucose level of the patient was 480 mg/dl which was treated by correction bolus via pump. The issue occurred with one infusion set and site was patient's abdomen. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. No further information was available.